Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During wireless insertion via an 8 mm graft into the aorta, the pump could not be started. An x-ray was performed and revealed that the cannula was located completely in ventricle and kinked 180 degrees, the inflow was above outlet. After repositioning, restart was possible, but a high motor current was annotated, and the pump stopped several times while motor current increased. The device was restarted several times and verified to be in the correct position. After 12 hours, the pump stopped again and could not be restarted. The ventricle was ejecting, the aortic valve opens beside high extra-corporeal membrane oxygenation (ECMO) flows and the physician decided not to replace the device. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: date of patient death is unknown. The device was returned, and the investigation for the reported pump stop has been completed. Investigation: the device was returned for evaluation. Per the results of the clinical review and investigation: confirmed to have damage to the cannula and ingested biomaterial around the impeller. The pump was not able to start until the biomaterial was removed. The cause of the pump stop was ingested biomaterial. As noted in the impella IFU: pump stop: impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system. Section: using the automated impella controller with the impella catheter: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.